Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set underinfused. An unspecified pump was being used during therapy. An unspecified pump was being used to deliver an unspecified medication. The reporter stated that the nurse had to continually tap the filter to increase the infusion rate. The entire dose was eventually given to the patient, however, it took longer to infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.